Event description:
Initial reporter communicated that during the osteotomy procedure, the locking drill extender broke. There was no patient intervention or adverse effects.

Manufacturer narrative:
Visual examination of the returned device confirms the drill extender is broken and corroded. The most probable cause of the reported issue is corrosion, and normal wear and tear. Keystone dental inc. Also determined that this customer purchased the device in (B)(6) of 2010. Spoke with the customer and they do not know how many times the device was used. Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. Further, that drills should be replaced after approximately twenty (20) uses depending on bone density. It is left to the physician to track individual device usage. It is concluded that keystone dental has labeling instructions on how the product may be used safely to avoid this event. Enclosed is a copy of keystone dental's most current warranty policy located on the back of the keystone dental catalog and surgical manual instructions. (B)(4).